Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen was dim and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/11/2013 - device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during testing, the display screen text was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. The keypad was fully intact; no damage was observed. The keypad cover was removed and contamination was observed under all button contacts. Also unrelated to the complaint, evaluation revealed cracks at the opening of the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.